Manufacturer narrative:
(B)(4). Investigation summary: customer returned (7) loose 3/10cc syringes. Customer states that when she takes the cap off the needle is snapping off. All returned syringes were examined and all were returned with the hub-needle/shield assembly separated from the barrel. Samples will be forwarded to manufacturing (holdrege) on 30jul2020 for further review. A review of the device history record was completed for batch # 9270979 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200845895, 200846421, 200846212] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 9270979. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle breaks off during use) was captured and addressed appropriately. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Root cause description: on 27 ju1 2020, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the needle of the bd ultra-fine¿ ii short needle insulin syringe snapped off while filling the syringe with botox. This occurred with 8 different syringes prior to use. The following information was provided by the initial reporter: "needle is snapping off customer fills the syringe with botox and when she takes the cap off the needle is snapping off. This is occurring around 8 ¿ 10 times per box"